Event description:
It was initially reported that the device had logged numerous event codes and had its service indication illuminated. There was no patient use associated with the reported failure. Physio evaluated the device and replaced the main pcb assembly due to the event codes. After physio further evaluated the removed main pcb assembly, it was observed that the device would not have had the ability to deliver defibrillation therapy.

Manufacturer narrative:
(B)(4). Physio-control verified the reported failure and replaced the main pcb assembly. After replacement of the main pcb assembly, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed main pcb assembly and determined that the cause of the reported failure was due to multiple tin whiskers which fell off of the pcb shield onto the pcb and shorted multiple components. The shorted components did cause the service indicator to become illuminated and caused the reported event codes.